Manufacturer narrative:
The field service engineer replaced the degasser and adjusted the mixer. A valve from the wash station was replaced and the wash water volume was checked. The incubation bath window was exchanged and a cuvette blank was carried out. Reagent probes were adjusted. Acid and base wash consumption were adjusted. Test runs were performed and the device was working correctly. Controls were run and results were acceptable to the customer. The full facility name was provided as "(B)(6)."

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas pro c 503 analytical unit. The sample initially resulted in a creatinine value of 699 umol/l and this value was reported outside of the laboratory to medical personnel. The clinician did not find the result compatible with the patient's clinical condition, so a repeat of the sample was requested. The sample was repeated, resulting in a value of 94.8 umol/l. The repeat value was expected as the correct result. The creatinine reagent lot number was 58634601, with an expiration date of 31-jul-2023.

Manufacturer narrative:
A reagent related issue could be excluded. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions.